Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot ab8099u14 was reviewed and the product was produced according to product specifications. A field action was initiated on (B)(6) 2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Avanos medical received a single report that referenced three different incidents, which were associated with separate units, involving an unknown number of patients. This is the third of three reports. Refer to 8030647-2018-00636 for the first patient. Refer to 8030647-2018-00651 for the second patient. It was reported that the flex connector doesn't hold correctly and is falling out. No further information provided.